Event description:
It was reported that the customer experienced high blood glucose levels. The customer used manual injections to correct high blood glucose.

Manufacturer narrative:
T:slim user guide indicates, cartridge is contraindicated for use with products other than humalog and novolog. No product returning for eval. Should new info become available, a supplemental form will be submitted.